Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that kettle lead started to melt while plugged in to recharge.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: ttle lead melting while plugged in to recharge. Confirmed failure: cosmetic, damaged rear chassis, battery failure past expiration, damaged membrane cover, damaged front panel. Probable root cause: fuse failure. Power transformer/regulator malfunction. Power supply failure. Battery charger malfunction. Incompatible rechargeable battery accessory. User error.

Event description:
It was reported that kettle lead started to melt while plugged in to recharge.